Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the impedance for both shocking coils was just over 100 ohms. It was also reported that oversensing was noted with the movement of the patient. The lead was capped and replaced. No patient complications have been reported as a result of this event.